Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Later in 2000 consumer sought medical treatment for infection of the piercing site and was prescribed antibiotics.